Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m90x20.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure the white pad fell off of the jaw of the device. The white pad was retrieved but it is not included with the device being returned. There were no adverse effects on the patient. The device had been working as intended until that point. The pad fell off during normal tissue dissection. No abnormal noises were heard, no abnormal functions were observed, and no device error codes were observed. There were no clips, staples, etc. In the area being dissected. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.